Manufacturer narrative:
This initial MDR is being submitted as an aggregate report until further info is received. On april 5, 2010, attempts were made to obtain add'l info from the authors regarding adverse events discussed in the article. These attempts were made on march 9, 2010, march 17, 2010, and march 25, 2010, however no add'l info was received.

Event description:
On march 3, 2010, stryker pvg reviewed a literature article entitled "application of bone morphogenetic proteins to femoral non-unions: a 4 yr multicentre experience, nk kanakaris, n lasanianos, gm calori, r verdonk, tj blokhuis, p cherubino, p de biase, pv giannoudis, injury 2009; 40 (suppl 3) : ss4 - 61." The authors discuss their experience, surgical techniques and materials used in the reconstruction of femoral nonunion. According to the authors, there were no systemic reactions or adverse effect seen following the application of bmp-7, nor were there complications deemed related to the bone substitute used. The authors did state that only mild to moderate local postoperative complications were seen: two superficial wound infections treated with antibiotics, one haematoma and one deep vein thrombosis. In addition, four pts did not have successful healing of their non-unions. It is considered highly likely that some of these pts have been previously described in papers from these authors and reported to stryker biotech. Further info will be requested from the authors.